Event description:
It was reported that the ilet display showed shadows, lines across the screen, and a visible crack, and the user confirmed the screen still accepted inputs after a restart. No clinical symptoms and no injury reported. Outcomes included continued device usability with impaired display readability and the decision to replace the device. Customer care provided support that included review of user-provided photo and troubleshooting guidance, including replacement logistics. The device was returned for evaluation. Investigation of this case revealed physical damage to the display consistent with a cracked screen, with the cause of damage unknown. The customer reported issue was confirmed. It was concluded that the event was due to a damaged display component rather than a device malfunction.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.